Event description:
It was reported that the customer had an a21 alarm on the insulin pump. The customer blood glucose level was 457 mg/dl. The customer was not able to treat. The customer stated a temp basal was not programed before the a21 alarm occured. The customer was advised to monitor the insulin pump and call back if issue recurs.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.